Manufacturer narrative:
Device evaluation by manufacturer: the console was returned for investigation to procept biorobotics. The slotted helical gear inside the console was found to be broken, preventing proper engagement with the handpiee cartridge confirming the reported event. Dimensional inspection revealed the root cause of the reported event was that the gear was not cut to manufacturer's specifications, resulting in mechanical failure of the gear. A nonconforming material review request was issued to address the finding during the investigation.

Event description:
During the aquablation procedure setup, the aquabeam handpiece cartridge was not able to be latched to the aquabeam console. The patient was under general anesthesia for approximately 45 minutes until the treating physician decided to abort the procedure. No further sequalae was reported.